Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was reported by the customer that she was hospitalized for low blood glucose two weeks prior. The customer states that her infusion sets have been crimping but the insulin pump has not been alarming. Troubleshooting was performed and all the settings were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.